Manufacturer narrative:
Date of event - event date was not reported and was approximated to (B)(6) 2021. On (B)(6) 2021, the physician reported that the event occurred within the last two months.

Event description:
It was reported that the tip of the wire guidewire detached. A v-18 control wire was selected for use in a procedure below-the-knee in heavily calcified vessels. During the procedure, the tip of the guidewire detached. No patient complications were reported.